Event description:
Same case as: 2134265-2013-09213, 2134265-2013-09268. It was reported that automatic pullback failure occurred. The 90% stenosed, moderately calcified and mildly tortuous lesion was located in an unspecified vessel. During percutaneous coronary intervention, an opticross imaging catheter was used in conjunction with the motor dive unit. The physician attempted to perform automatic pullback, but it failed. Therefore, manual pullback was performed. When attempting to get the telescope back to its initial position, the image was lost. They completed the procedure with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).